Event description:
Pt was set up for the study- injector flow rate was set for 2.0 ml/sec. Approx 100 ml of contrast was injected. At the end of the study, an extravasation, the size of a "golf ball", was noted under the patch. There was adequate enhancement of the organs and the pt did not complain of any discomfort. It was estimated that 40ml of contrast extravasated based on the size of swelling. No arm scan was performed. The extravasation was treated with warm then cold compresses.